Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad is fully intact. All of the key contacts responded appropriately. Evaluation revealed that there was no contamination found. The display screen has a pinkish contrast; the screen is still able to be read. Damage to the pump case was observed between the upper right corner of the display lens and the case seal. The battery cap was not returned with the pump. A new test cap was able to fully tighten to the pump and was used to complete all testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.